Event description:
The customer stated a falsely elevated cea result was obtained on an architect i2000sr analyzer. The first cea results was 1.38 ng/ml, the second run yielded a result of 26.58 ng/ml, and the third run yielded a result of 1.26 ng/ml. There was no adverse impact to patient management reported. A log review revealed the presence of spikes in light emissions during the natural read window for multiple samples.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Info received indicates the head section is drifting down.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4). The aware date of the initial MDR reflected an incorrect aware date. The correct aware date is (B)(6), 2009.

Event description:
It was reported that when an attempt to use the pulsavac plus was unsuccessful, the unit was set aside. After a few minutes a member of the hospital staff noticed that the discarded system had started to melt at the point of the battery pack. There was no report of injury or adverse pt consequences associated with this incident.